Event description:
Reporter stated that patient's blood glucose was measured, using the suspect device, with back-to-back results of 132 mg/dl and 34 mg/dl. Reporter indicated that, at the time the results were obtained, pt was feeling like blood glucose was low. Based on symptoms, reporter gave pt a glass of orange juice. No injury was reported and no add'l treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.